Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and passed recognition and engagement testing. It demonstrated expected motion with full range of motion in all directions, and the grip tips opened and closed properly. The instrument also passed the cut test, energy delivery testing in multiple grip orientations, and the electrical continuity test. Overall, the instrument was fully functional, and no product issue was identified. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the monopolar curved scissors (mcs) was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, further details were received: the customer indicated that no fragments were broken off, neither any fragment fell into the patient. The issue was that the instrument was not moving the way it should.